Event description:
At 5:20 am, the patient went into ventricular arrythmia and was pulseless. Nursing responded by initiating CPR and defibrillating the patient times 3; this resulted in the return of a spontaneous pulse. This patient had undergone open heart surgery on 5/11/92. On 5/21, it was noted that the patient had a large rectangular burned area in mid-back. This was initially treated with silvadene cream. This burn did not resolve and the patient underwent plastic surgery in july 1992 for a full thickness skin graft with only one small area that did not heal immediately. Our review of this matter indicated that a posterior paddle was used and no conduction gel was applied due to the urgency of the sudden change in the heart rhythm & the patient was very diaphoreticdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: insufficient lubrication. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.